Manufacturer narrative:
Ticket searches determined an increase in complaint activity for lot 85141ui01 for false positive results. Complaint trending determined that there are no adverse trends for the product, however a non-statistical trend was identified that is related to the issue. Worldwide field data was reviewed to evaluate the historical performance of lot 85141ui01. The patient median result for the lot was comparable with all other lots in the field and within established limits, confirming no systemic issue. Testing of a retained kit of the lot was previously performed prior to expiration using panels that mimic patient samples and all specifications were met indicating the lot was performing acceptably. A technical review of the medication taken by the patient confirmed they were not known interferants with the assay. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling was performed which provides appropriate information related to the customer issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive results while using architect total bhcg reagents. The following data was provided for the same patient. Sid (B)(6) initial 124 miu/ml (positive), repeat 134, 109, 107.28, 98.38 miu/ml (positive) sid (B)(6) initial 134.74 (positive), repeat 137.69 (positive). Other methods were negative including ecl, hermes pardini laboratory non abbott chemiluminescence technique, and db laboratory non abbott chemiluminescence technique. Previous results for the patient were provided from (B)(6) 2017 (130.3 miu/ml, positive) and (B)(6) 2017 (147.3 miu/ml, positive) however these results did not confirm using immunochromatography method. The patient was known to be sterile, was diagnosed with abdominal wall endometriosis, and had her tubes tied 7 years ago. The patient was taking multiple medications including captopril, glifage, tressoline, and hidrocortioziada, however no medication changes were reported due to the falsely elevated values. No impact to patient management was reported.